Event description:
It was reported that an implantable neurostimulator (ins) was replaced before implant because it had "five impedances and was extremely hard to get the lead to the end." It was also stated the reason for removal was due to "four impedances." It was noted that normal battery depletion occurred. The healthcare provider (hcp) "adjusted the set screw but the lead was still very stiff to the end of the ins with impedances." The hcp requested a new ins. Patient recovered without sequela. No further information was known at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va03l5p, implanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis of the ins showed the set screw was backed out too far during procedure.